Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's detachable battery was replaced to address the issue. Additional findings not related to the malfunction/issue was a system test failing on the device. The following parts will be replaced on the device: proportional valve (aecm) and 3 way solenoid valve. After replacing the parts on the device, the test was repeated and passed.